Event description:
It was reported that several technical error codes were generated after turning the ventilator on and after following performed pre-use checks. There was no pt harm. (B)(4).

Manufacturer narrative:
Further info about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
This information is corrected in this report. The ventilator including the user interface together with the downloaded logs was received. The evaluation of the logs show that they contain multiple changes corresponding to the pressing of to the start/stop (standby) key, rotating the direct access knob for o2 concentration, pressing of the fixed keys start breath, o2 breaths expiratory hold and inspiratory hold. These changes seem very unlikely that they were done by the operator and thus confirm the reported problem. Testing of the ventilator found it functioning normally. It passed all pre-use checks and it functioned for 1.5 months without exhibiting the reported parameter changes. Visual examination of the user interface showed wrinkling of the cover surface layer of the affected keys and had traces of dry liquid. The cover surface foil was removed and it was also observed that beneath there was residue of dry liquid on track paths under the buttons and keys. The cause of the reported parameter changes was most probably short-circuiting of the track paths due to liquid ingress. The type of liquid or how it happened has not been determined.

Event description:
It was observed that several parameter settings on the user interface changed by themselves without operator intervention. There was no patient harm. (B)(4).